Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of the event (B)(6) 2018-07-01 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. Patient reported that it was not working on one side, further stating that they did not get the on/ok on the left side. Patient stated that they put two batteries in that patient programmer (pp) when it started happening . At the time of the report, patient used the pp and it was determined that the ins was on but the pp switched to icon mode. Patient was assisted switching back to abc mode, and they confirmed seeing on and ok. Patient also reported that they felt sudden tingling in the left side when they changed settings, and patient feels the tingling whenever they switch. Patient stated that they were now fine. No further patient complications were reported/ anticipated as a result of this event.